Manufacturer narrative:
Additional information :the device was manufactured from august 05, 2019 - august 07, 2019. The device was received for evaluation. Unaided visual inspection was performed which observed a tear near the lower left edge of the bag. Additional magnified inspection verified a tear/hole in the affected area. A functional testing was performed which revealed a leak coming from the location of the hole approximately at the 100 ml area level. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5091594. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a pin-sized hole on the side. This was identified prior to patient use. There was no patient involvement. No additional information is available.